Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic lower pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included local anaesthesia (during essure procedure) on (B)(6) 2012. No prior history of migraines. In (B)(6) 2012, 8 days before insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia / menstrual periods were very heavy, lasted 7 to 8 days"). In 2014, the patient experienced alopecia ("hair loss") and dry skin ("dry scalp"). In (B)(6) 2015, the patient experienced headache ("headaches described as burning and radiating to right shoulder"). On an unknown date, the patient experienced migraine ("migraines"), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("severe cramping"), loss of libido ("loss of libido"), vision blurred ("blurred vision"), photophobia ("photophobia"), disturbance in attention ("difficulty concentrating"), depression ("depressed") with depressed mood and fatigue ("fatigue"). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, abdominal pain, migraine, dysmenorrhoea, menorrhagia, alopecia, abdominal pain lower, loss of libido, dry skin, headache, vision blurred, photophobia, disturbance in attention, depression and fatigue had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, disturbance in attention, dry skin, dysmenorrhoea, fatigue, headache, loss of libido, menorrhagia, migraine, pelvic pain, photophobia and vision blurred to be related to essure. The reporter commented: patient was scheduled to have her essure removed on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on an unknown date: correct placement of essure nuclear magnetic resonance imaging brain - on (B)(6) 2016: not provided. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic lower pelvic pain') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included local anaesthesia (during essure procedure) on (B)(6) 2012. No prior history of migraines. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia / menstrual periods were very heavy, lasted 7 to 8 days"). In 2014, the patient experienced alopecia ("hair loss") and dry skin ("dry scalp"). In (B)(6) 2015, the patient experienced headache ("headaches described as burning and radiating to right shoulder"). On an unknown date, the patient experienced migraine ("migraines"), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("severe cramping"), loss of libido ("loss of libido"), vision blurred ("blurred vision"), photophobia ("photophobia"), disturbance in attention ("difficulty concentrating"), depression ("depressed") with depressed mood, fatigue ("fatigue"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune ") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (laproscopic bilateral salpingectomy and removal of essure coils) and different shampoos. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, migraine, dysmenorrhoea, menorrhagia, alopecia, abdominal pain lower, loss of libido, dry skin, headache, vision blurred, photophobia, disturbance in attention, depression and fatigue had resolved and the genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, depression, disturbance in attention, dry skin, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, loss of libido, menorrhagia, migraine, pelvic pain, photophobia and vision blurred to be related to essure. The reporter commented: patient was scheduled to have her essure removed on (B)(6)2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on an unknown date: results: correct placement of essure. Magnetic resonance imaging brain - on (B)(6) 2016: results: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic lower pelvic pain') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included local anaesthesia (during essure procedure) on (B)(6) 2012. No prior history of migraines. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia / menstrual periods were very heavy, lasted 7 to 8 days"). In 2014, the patient experienced alopecia ("hair loss") and dry skin ("dry scalp"). In (B)(6) 2015, the patient experienced headache ("headaches described as burning and radiating to right shoulder"). On an unknown date, the patient experienced migraine ("migraines"), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("severe cramping"), loss of libido ("loss of libido"), vision blurred ("blurred vision"), photophobia ("photophobia"), disturbance in attention ("difficulty concentrating"), depression ("depressed") with depressed mood, fatigue ("fatigue"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune ") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure coils) and different shampoos. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, migraine, dysmenorrhoea, menorrhagia, alopecia, abdominal pain lower, loss of libido, dry skin, headache, vision blurred, photophobia, disturbance in attention, depression and fatigue had resolved and the genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, depression, disturbance in attention, dry skin, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, loss of libido, menorrhagia, migraine, pelvic pain, photophobia and vision blurred to be related to essure. The reporter commented: patient was scheduled to have her essure removed on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on an unknown date: results: correct placement of essure. Magnetic resonance imaging brain - on (B)(6) 2016: results: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received. Product indication added. Events: abnormal bleeding, autoimmune, hypersensitivity added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic lower pelvic pain") in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included local anaesthesia (during essure procedure) on (B)(6) 2012. No prior history of migraines. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia / menstrual periods were very heavy, lasted 7 to 8 days"). In 2014, the patient experienced alopecia ("hair loss") and dry skin ("dry scalp"). In (B)(6) 2015, the patient experienced headache ("headaches described as burning and radiating to right shoulder"). On an unknown date, the patient experienced migraine ("migraines"), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("severe cramping"), loss of libido ("loss of libido"), vision blurred ("blurred vision"), photophobia ("photophobia"), disturbance in attention ("difficulty concentrating"), depression ("depressed") with depressed mood and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, migraine, dysmenorrhoea, menorrhagia, alopecia, abdominal pain lower, loss of libido, dry skin, headache, vision blurred, photophobia, disturbance in attention, depression and fatigue had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, disturbance in attention, dry skin, dysmenorrhoea, fatigue, headache, loss of libido, menorrhagia, migraine, pelvic pain, photophobia and vision blurred to be related to essure. The reporter commented: patient was scheduled to have her essure removed on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on an unknown date: correct placement of essure. Nuclear magnetic resonance imaging brain - on (B)(6) 2016: not provided. Most recent follow-up information incorporated above includes: on 16-oct-2018: summons received. Removal details were added. Outcome of events updated from not recovered/resolved to recovered /resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.